Event description:
It was reported that during use of this bur in a right basal joint arthroplasty, the bur broke off at mid shaft. It was also reported that a bur guard may be not have been in use with drill at the time of this event. All pieces of the bur were recovered from the surgical site and there was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: all pieces of the broken bur were received; a portion was found stuck in the drill. The investigation was unable to determine the cause of the broken bur. However, this bur is labeled sterile with symbol for "do not reuse". In addition, the use of a bur guard with microchoice high speed drill is required. The instruction manual for this handpiece warns the user: 1. Never operate the microchoice high speed drill without a bur and appropriate bur guard in place and collet locked. Damage to the collet may result. 2. Always use a bur of the proper length for the particular bur guard. 3. Ensure burs are properly seated and have the proper bur guard attached. 4. Ensure that the bur guard and bur are properly installed, otherwise injury to the patient or medical personnel can result.